Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer requested that the v60 ventilator be serviced due to patient death. A patient being treated on a v60 ventilator coded and subsequently expired. The customer reported they had issues with their nurse call system.

Manufacturer narrative:
The field service engineer reviewed the ventilator log and did not find any vent inop or check vent codes. The audible and visual alarms all operated normally, there were no problems found and no parts were replaced. A complete performance verification test was performed and the unit passed all tests. Further information on the event has been requested several times and not provided. The field service engineer also tested the remote alarm system and confirmed it passed.the ventilator remains with the customer and is ready for clinical use.

Manufacturer narrative:
Date of report: 16sept2019. Date rec'd by MFR: 21mar2018. The philips field service engineer evaluated the ventilator and replaced the cpu pcba. The cpu pcba was tested by a philips failure investigation engineer and no failures were identified. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.